Event description:
The biomed / user interpret the logs like if the vent went to standby mode on its own after they restarted the vent. It was also reported that the patient turned blue due to the respiratory arrest. According to the initial log review by dräger service technician, no device malfunction couls be detected. The device alarmed a leakage.

Manufacturer narrative:
The investigation was based on the reported event and information from dräger service technician. A logfile from the affected infinity acs workstation cc was also provided for deeper analysis. The log file investigation had shown that the device was started on (B)(6) at 12:38 pm. Furthermore, a patient admission was started at 13:23 pm. However, the log file entries and the input recorder (screenshots of the screen) did not show that the device was put into operation. Consequently, the device stayed in the standby mode. According to the log file review could not confirm any device malfunction. It was also reported that the patient turned blue due to the respiratory arrest. No further information from the patient status was available. The procedure to start the ventilation is described in the IFU in the chapter getting started - starting therapy. As per IFU the evita v500 is intended to be used only by trained users which includes knowledge about the corresponding operating concept. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The biomed / user interpret the logs like if the vent went to standby mode on its own after they restarted the vent. It was also reported that the patient turned blue due to the respiratory arrest. According to the initial log review by dräger service technician, no device malfunction couls be detected. The device alarmed a leakage.